Event description:
It was reported via repair work order that the customer alleged the bed exit did not function and the patient fell out of the bed. Upon further evaluation by the service technician, it was determined that no device malfunction was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.